Event description:
Pump reported a cartridge change error, which was found to have no adverse impact on the customer's blood glucose level. The customer suspected incorrect steps were followed while removing air from the cartridge. Upon inspection, no issues were noticed, and a new cartridge was successfully loaded. The customer resumed insulin administration without further issues.